Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a very difficult post-op course with major bleeding, chest left open, peri-op requiring 30+ blood products and high dose vasoactive drugs for support. Surgical team placed patient on central venous arterial (va) extracorporeal membrane oxygenation (ECMO) on (B)(6) for cardiovascular support, with continuous veno-venous hemofiltration (cvvh) for acute renal failure. Patient continued to deteriorate with respiratory and renal failure. Va ECMO converted to peripheral femoral ECMO on (B)(6). No improvement in status or prognosis. Family consulted and withdraw of care was done on (B)(6) 2018.

Manufacturer narrative:
Product event summary: the pump, (B)(4)was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed 12 low flow alarms logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, incorrect setting of the alarm thresholds. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.